Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. It was reported that the neurologist suspected a lead break, but planned to replace the generator first, perform device diagnostic testing, and then determine if the lead also needed to be replaced. The pt underwent generator replacement surgery, at which time the explanted generator was tested using a test resistor and was found to be functioning properly. A replacement generator was implanted and connected to the orginal lead, after which device diagnostic testing was performed on the entire system and was within normal limits, indicating proper device function. A pin re-insertion to verify proper connection of the original lead and generator was not performed prior to explanting the original generator, but the surgeon indicated that he believed that the original lead and generator were properly connected prior to the removal of the original generator. Review of manufacturing records for the bioplar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the high lead impedance test result.